Event description:
It was reported that the user hit a hole in the ground and a powered wheelchair continued to drive forward after the user let go of the joystick. The user's legs came off the legrest and broke in two places. She went to the emergency room and received a cast. Should additional relevant information become available, a supplemental report will be submitted.